Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The breach in aseptic technique was further described as touch contamination. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified intraperitoneal antibiotics (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. It was unknown if the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.